Event description:
The account alleged that the scale display is not working, the power cord led is flashing and the nurse call is not functioning.

Manufacturer narrative:
The tech found there were no functions working on the bed. He replaced the upper control board and enabled nurse call to repair the bed.